Event description:
Per the clinic, the patient experienced an infection, skin necrosis and skin breakdown at the implant site exposing the receiver/stimulator (date not reported). Subsequently, the patient was treated with oral antibiotics (date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2025. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.